Event description:
Approximately one year and eight months after hvad implantation, the site reported an event involving a patient whose batteries were not charging. The batteries were replaced with ones from the hospital's stock, and the units in question were returned to heartware for analysis. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The hvad remains implanted in the patient, therefore, it will not be returned. However, preliminary evaluation and testing revealed that the returned batteries ((B)(4)) contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Functional analysis revealed that the returned batteries contained a faulty cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue.